Event description:
Three (3) surgical staplers malfunctioned during a surgical procedure. While resecting a stomach during a gastric bypass, three surgical staplers misfired. The devices were replaced with a stapler of a different manufacturer, and there were no further problems for the remainder of the procedure. The staplers were turned over to the chain supply manager for eventual delivery to the manufacturer's sales representative. The patient was not harmed by this malfunction.